Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detecting drawers 5.1 and 5.2 on the bus. A field service engineer (fse) used the hardware testing application to open the drawer, but it was not detected. The fse opened the back panel and noticed that no lights were on for the drawer. A multimeter was used to test voltage on the boards, and both boards were found to be functional. The fse replaced the t-board with a new one, which restored the drawer lights and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.